Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 357 mg/dl, 96 mg/dl, and 100 mg/dl when all tests were performed within 10 minutes on the active s system. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.